Event description:
Customer reported that the insulin pump returned a motor error alarm and an additional error alarm. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was 288 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional tests however, the insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. No e70 alarm on alarm history screen.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).